Event description:
Muscles above knee are tight [muscle tightness], muscles above knee are swollen [muscle swelling], has to walk with a cane [gait disturbance], muscles are sore [myalgia], everything from the hips down is swollen [oedema peripheral], ankles are swollen [joint swelling]. Case description: spontaneous report was received on (B)(6) 2012 from a (B)(6) female pt, initials (B)(6). The pt's medical history was significant for previous medical device implantation, couple of years ago. In (B)(6) 2012, approx a week before the report, the pt initiated treatment with synvisc one (hylan g-f 20) injection, 6 ml, once in both knees. The lot number for synvisc one was not provided. Following the injection, the pt had a terrible reaction to it. She stated that the muscles above her knees were tight and swollen and she had to walk with a cane. Her ankles and basically everything down the hips was swollen. Her muscles were so sore that it was terrible. On (B)(6) 2012, the pt received a steroid shot which helped a little. She reported it was scary. No action was taken with synvisc one. The outcomes for the event of "everything from the hips down is swollen," "muscles above knee are tight," muscles above knee are swollen, has to walk with a cane, ankles are swollen was not yet recovered. Concomitant medications were not provided. The intensity for all the events was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.